Event description:
It was reported that the battery gauge was fluctuating and the customer received a power source alert. There was no reported impact to the customer¿s blood glucose level. The customer was able to successfully charge the pump using an alternate wall adapter and usb cable.